Event description:
The customer reported that the scissors blade broke off during the procedure. Once the scissors were introduced, into the eye, the tip broke when opening the jaws. The broken jaw of the scissor was retrieved from the posterior segment of the operative eye, the time taken to retrieve the foreign item added over an hour to the procedure. The surgeon stated the 'patient experienced no adverse effects" apart from an unusually lengthy stay on the operating table. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when additional reportable information becomes available. (B)(4).